Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. Upon follow up, it was reported that nothing unusual was noted with the supplies or setup that could have caused or contributed to the reported disconnection. The patient has since switched over to hemodialysis. The cause of the disconnection remained unknown.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette had a disconnection issue. The patient stated that they awoke during therapy and discovered that the patient line had disconnected and fluid had leaked. The patient had received antibiotics as a precaution after the event. There was no patient injury or medical intervention reported. No additional information was available.